Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a low reservoir alarm and a no delivery alarm on his insulin pump. Customer's blood glucose was 370 mg/dl. After a manual injection, it dropped to 276 mg/dl. The reservoir was empty. Customer was advised to change the reservoir when the device alarms low reservoir. Customer also mentioned a hospitalization for high blood glucose on (B)(6) 2014. His blood glucose was unknown, but he said it was high. He said he was extremely stressed and thirsty. He was treated with insulin shot and fluids. Nothing further reported.